Event description:
The following description of the event was reported to cardinal health by the foreign distributor via an e-mail to a cardinal health tech support specialist. "Can't alarm." The distributor reported that they had two pn: 05436, alrm, blndr bypass assy, fail out of box. These spare parts for the bird microblender would not function (emit an audible alarm).

Manufacturer narrative:
The distributor did not submit a user facility/distributor report to the MFR. Cardinal health issued a return goods authorization (rga) number to the distributor for the returned of the alleged faulty devices for evaluation. As of the date of this report, the alleged faulty devices have not been rec'd.